Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and passed all pretests. Therefore, the reported condition that the device was running hot was not confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the device failed visual assessment as the device was cosmetically unacceptable and its marking was fading. It was determined that this condition was due to normal wear out from use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the short attachment device was running hot. It was not reported if the event occurred during a surgical procedure. It was not reported if there was delay to a planned procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.